Event description:
It was reported that this was closure of an unspecified access site using a perclose device after an unknown procedure. Reportedly, three perclose devices broke between the plastic and the metal piece, prior to being used in the body. The method used to achieve hemostasis was not provided. There was no adverse patient effect. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) review was performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number was not reported, and the device was not returned. Based on the information received, the investigation was unable to determine the cause of the reported issue. Factors that may contribute to a guide break include, but are not limited to; challenging anatomy, high angle of insertion, excessive downward force, or aggressive downward or torsional pressure by user. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for possible causes. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3: estimated date d4: the UDI # is not known as the part and lot number were not provided the additional devices referenced in b5 are filed under separate medwatch report numbers.